Manufacturer narrative:
(B)(4).

Event description:
New information received states the patient condition was stable before and after the lead was replaced. The lead was also explanted for high threshold.

Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was detected on the rv lead and it led to 2 aborted shocks. The noise was reproducible on isometric testing. Impedance had reduced. Capture threshold and sensing remained stable. X-ray showed no obvious lead damage or insulation break.

Manufacturer narrative:
External insulation abrasion was noted at 9.2-9.9 cm from the connector pin, consistent with lead friction to the ICD can. The inner coil was exposed at this location. This is consistent with the observation from the field noise and unacceptable thresholds.